Event description:
Customer reported passed out. Customer was taken to the hosp by an ambulance. Customer stated device readings were higher prior to going to the hosp, however could not recall the values or dates. Customer could not recall treatment or anything about what happened. Control info, not provided. A request was made for return product and replacement product was sent.